Manufacturer narrative:
The device been returned for evaluation and the investigation is in progress. A supplemental will be submitted upon completion. The aneurysm neck size was not provided, however, based on the image provided, the neck of the aneurysm was longer than the length of the pipeline flex device used. Per the pipeline flex instruction for use: choose a pipeline¿ flex embolization device with labeled length that is at least 6 mm longer than the aneurysm neck. Same event as reported in MDR MFR: 2029214-2016-00321, 2029214-2016-00322, and 2029214-2016-00324.

Event description:
Medtronic received information that a marksman tied to the proximal end of the first implanted pipeline flex a flow diversion procedure. The patient was undergoing a flow diversion treatment to embolize two adjacent tandem, giant, wide-necked, fusiform aneurysms located in the internal carotid artery. The physician intended to implant multiple pipeline flex devices to embolize the two fusiform aneurysms. It was reported that in the beginning of the procedure, the physician had difficulty in delivering a competitor's microcatheter to the distal of aneurysm. The physician made 3 loops with the microcatheter inside the giant aneurysm and managed to deliver the microcatheter to the middle cerebral artery (mca). A guidewire was used to replace the microcatheter with marksman. In order to straighten the marksman inside the aneurysm, a stent retriever was deployed at the mca, and marksman was pulled back. The flexure was removed slightly and stent retriever was removed as well. The first pipeline flex (ped-350-35) was then deployed at 8mm distal of the giant ophthalmic aneurysm. The second pipeline flex (ped-400-35) was delivered to the mca, removed the protection sleeve, and the physician felt resistance when he attempted to pull back the whole system through the first pipeline. At about the same time, the physician noticed the marksman tangled and knotted inside the aneurysm. The system could not be pulled back but the delivery pusher was able to be pushed, so the physician deployed the second pipeline from mca. The marksman and delivery pusher were removed from the patient. The physician was able to access the proximal end of second pipeline that was floating inside the aneurysm with a competitor's microcatheter and a guidewire. The physician managed to deliver the third marksman. The third pipeline flex (ped-425-35) was delivered to the mca. When the physician attempted to remove the protection sleeve, he noticed the marksman was knotted and tied the proximal first pipeline flex (ped-350-35). The devices could not be loosened by pushing and pulling the system and the first pipeline flex was tied completely. The physician decided to remove whole pipeline system from the patient. Since the system could not be pulled back into sheath, the physician brought the system back to the punctured area at the thigh in tandem with guiding sheath. Then a surgeon was called to dissect the punctured area in order to remove the system. The system that was removed consisted of the third pipeline that was partly deployed and the first pipeline was tied with the marksman. The second pipeline flex device fell into the aneurysm and is remained in the patient. No patient complication was reported as a result of this procedure. Since the aneurysms were not treated, an intracranial bypass surgery was planned one week from this event. The physician stated this event was not associated with the devices but totally with the interventional technique.

Manufacturer narrative:
The pipeline braid was returned and observed stuck within the microcatheter. Approximately 1.0 cm of the distal end of the pipeline braid was found to be partially deployed outside of the catheter tip. The remaining of the pipeline flex device was found to be stuck inside the distal segment of the microcatheter. For further evaluation, the pipeline braid was pushed out of the catheter lumen with difficulty at 7.5 cm to 10.0 cm from the distal tip coil. The pipeline braid was found fully opened and severely frayed; while the proximal end of the pipeline braid was found slightly frayed. No other anomalies were observed. Based on the device analysis the clinical observation was confirmed. We are unable to definitively confirm the cause of the event. However, the damages seen on the catheter body. Distal wire, hypotube, and pipeline braid, it appears there was excessive force used during delivery and retrieval. It is possible that when the physician went to deploy this pipeline (B)(4) in the construct the physician encountered high resistance. The increased resistance caused additional manipulation of the device and during this manipulation, the microcatheter that was looped inside the aneurysm cinched down on the backend of the initial pipeline (B)(4). In the construct. During this contact and the manipulation to deploy the third pipeline from the microcatheter, the manipulation caused the initial pipeline (B)(4) to be retained by they microcatheter. There was no knot in the microcatheter, however the loops induced during navigation likely contributed to separation of the construct. Per our instructions for use (IFU), the user should ¿discontinue delivery of the device if high force or excessive friction is encou ntered. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.